Event description:
It was reported that suture placement with a proglide device was successful in the right common femoral artery using the preclose technique prior to a percutaneous endovascular aortic repair (pevar) procedure. The arteriotomy was a 6f and mild calcification was visible at the access site. During the pevar procedure, the sheath was upsized to an 8f, 14f and then to a 22f. The pevar procedure was completed. Reportedly, during vessel closure as the sutures were being tightened, a suture break occurred. Hemostasis was achieved using another proglide device post pevar procedure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was noted in the common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for suture break reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.